Manufacturer narrative:
Visual inspections & results: balloon condition, burst; cam condition, desufflation lever condition, extension condition, inner and outer gasket condition, and sleeve condition, good; and stopcock condition, good/open. Functional tests & results: balloon inflation test, could not insufflate. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had burst, making the instrument non functional. The instrument was received with a balloon which had burst and appeared that all of the pieces were returned. The point of propagation was determined to be 100 degrees from the stopcock and 1/8 of an inch from the proximal end. The instrument would not function as desgined due to a balloon which had burst. No conclusion could be reached as to why the balloon had burst. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the balloon burst. There was no patient consequence.